Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6) revealed that the complaint was unable to be verified. Found no issues with finding or charging ins. No anomalies were visually observed. Passed final functional test. This regulatory report is being submitted as part of a retrospective review as part of a remediation plan 411 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that their controller kept showing a "software problem" since february, but happened a "countless" amount of times in march and april. Pt said the "software problem" first began to appear when plugging the ac power supply into the controller, then when they plugged the recharger antenna (rtm) into the controller, and now the message appears "randomly." Pt noted they had to remove and re-insert the battery pack to clear the message. Pt noted when they go to the "about" menu on the controller, the controller shows "last error" and different dates/times of the errors. Pt noted the last error was on (B)(6) 2022 at 23:17. Pt mentioned that their controller used to charge their ins from 70%/80% to 100% in 15-30 minutes, but now takes 1.5-2 hours to charge the ins from 70% to 100%. Pt said they were charging their ins "maybe 4 days ago," but the controller kept "kicking" the pt off and kept saying "reposition the recharger, looking for device, no device found" and finally got it to charge to 100% in 2-3 hours. Pt unlocked their controller and noted their controller battery was at 70% and their ins battery was at 60%. The pt was helped inspect the rtm cord, and rtm plug, but no visible damage was detected. Pt said the rtm relay box "clicks" and the rtm coil gets hot on their back; hot to the touch. The issue was not resolved.